Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained by an abbott vascular representative. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.